Event description:
The following information was reported to gore by gepromed: a gore-tex® stretch vascular graft (graft) was implanted on (B)(6) 2018, as a left anterior femorotibial bypass in order to treat a critical limb threatening ischemia in an 85-year-old female patient. Hypertension and dyslipidemia were reported as cardiovascular risk factors of the patient. On (B)(6) 2024, after about 6 years and 2 months, the graft was explanted due to a staphylococcus aureus infection. The surgeon suspected that the cause of the infection was probably the exposure of vascular prosthetic material in the lower third of the left thigh. The surgeon reported that the graft had been thrombosed for a long time, the exact date was unknown, but it was excluded that the thrombosis occurred within the first 30 days after implantation of the device in 2018. The surgeon suspected that the thrombosis was most probably caused by the critical limb ischemia.

Manufacturer narrative:
H6 code a27: the surgeon suspects that the cause of the infection was probably the exposure of vascular prosthetic material in the lower third of the left thigh. H3 other code, h6 code b15: the explanted medical device was sent to third party investigator (gepromed). Scope and results of the investigation were summarized and was provided to gore. Gore explant experts evaluated the report (gepromed): the identity of the returned device could not be confirmed with the provided images. The device history record could not be examined to identify any potential root causes attributable to the manufacturer of the device. H6 code b17: the medical device was retained with third party investigator (gepromed), therefore direct product analysis was not possible. H6 code b22: a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. The instructions for use (IFU) for this medical device states that complications which may occur in conjunction with the use of any vascular prosthesis and / or vascular or related procedures include but are not limited to: infection; ischemia; w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore by third party laboratory: a gore® intering® vascular graft (graft) was implanted in (B)(6) 2018 (exact date unknown), as a left anterior femorotibial bypass in order to treat a critical limb threatening ischemia in an 85-year-old female patient. It was reported that this implantation was performed in another hospital. Hypertension and dyslipidemia were reported as cardiovascular risk factors of the patient. On (B)(6) 2024, after about 6 years and 2 months, the graft was explanted due to a staphylococcus aureus infection. The surgeon suspected that the cause of the infection was probably the exposure of vascular prosthetic material in the lower third of the left thigh. The surgeon reported that the graft had been thrombosed for a long time, the exact date was unknown, but it was excluded that the thrombosis occurred within the first 30 days after implantation of the device in 2018. The surgeon suspected that the thrombosis was most probably caused by the critical limb ischemia.

Manufacturer narrative:
H3 other code, h6 code b15: product evaluation: the explanted medical device was sent to third party investigator (gepromed). Scope and results of the investigation were summarized and was provided to gore. Gore explant experts evaluated the report (gepromed): the identity of the returned device could not be confirmed with the provided images. The device history record could not be examined to identify any potential root causes attributable to the manufacturer of the device. Explant scientist observations: the graft fragment was reported to measure 204 mm in length with both ends transected. The ablumen was covered in thin tan tissue. The blue alignment marks were faintly visible and was consistent with the reported device type. A reported mark left by a gripping instrument was located mid-graft of which the cause could not be verified based on the images and information provided. The lumen of both extremities appeared open and had a thin layer of tan to brown tissue. The patency of the graft fragment could not be determined based on the analysis or images provided. Material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant process. The instructions for use (IFU) for this medical device states that complications which may occur in conjunction with the use of any vascular prosthesis and / or vascular or related procedures include but are not limited to: infection; partial or complete occlusion due to hemodynamically significant stenosis or thrombosis.